Manufacturer narrative:
Serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of a loss of power was not confirmed. A review of the submitted log file spanned approximately 4 days ((B)(6) 2021, per time stamp). There were no notable alarms recorded in the log file. The controller maintained its ability to operate the pump at the set speed. The mobile power unit (mpu) was not returned for analysis. Additional information obtained on (B)(6) 2021, indicated that the patient did not specify alarm type but that it occurred during a power outage during mpu support. During a power outage there will be a no external power while on mpu support. No additional information was provided. There were no other notable alarms active in the log file. Device history records cannot be reviewed due to the serial number of the product being unavailable at this time. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 patient handbook section 3, ¿powering the system¿ explains how to ensure that the mobile power unit is plugged in to ac power correctly; it instructs how to ensure that the end power-cord has been seated firmly; and warns against connecting the mobile power unit to wall switch-controlled electrical outlet, or a multiple-outlet adapter such as a power strip. Heartmate3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook section 5, ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were examined for routine review. The patient remembered having an alarm that lasted 25 seconds, they believed that their home lost power. The event log captured routine events, and the ventricular assist device (vad) and peripheral equipment were functioning as intended.